Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc adapter / connector defective / damaged. The patient's condition requires a CT coronary cta examination in the radiology department, and the outer packaging is routinely checked before use to be intact and not damaged and within the validity period, and the end cap suddenly ruptures midway through the examination process of injecting medication with a closed IV needle, and then the heparin cap is blocked to the end cap to continue to complete the injection of medication.

Manufacturer narrative:
1. DHR/bhr review lot#3353670. 1-the products of this batch were assembled at intima ii auto line 4 in january 2024, and packaged at cfs package line in january 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for functional testing: 45psi leakage test, and no leakage or other abnormalities are found at the end cap. Please see the attached test report. 4. Sku#383062 is a product with y pp connector, which has never been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product of this sku has never been declared to be used for high-pressure injection, the defective sample has not been received for further examination, and the flow rate and pressure used in coronary cta examination are unknown, the root cause of the sudden rupture of the end cap cannot be confirmed.

Event description:
No additional information provided.